Manufacturer narrative:
A1: patient identifier: requested, not provided e3: occupation: lead tech. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient underwent a neuro procedure involving placement of a web device via 8fr arterial access. The procedure was completed successfully, and then the physician moved onto arterial closure. An 8fr angio-seal was selected and successfully deployed in the right femoral artery. Hours later after deployment the patient was noted to have a cold leg. There was a consult sent to vascular surgery for groin exploration with removal of the device. All components of the device, including the anchor, collagen and suture were removed intact with flow restored. The type of procedure performed was endovascular repair of a cerebral aneurysm. The estimated blood loss was less than 250cc.